Event description:
It was reported that a findrwirz perforated the left atrial appendage in a patient that was preparing to undergo laa ligation. Bleeding occurred but subsided. Two chest drains were placed and surgery was not required. The patient was reported to be recovering normally.

Manufacturer narrative:
Potential vessel damage is a know complication listed in the IFU. The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.